Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient was revised approximately 2 months post-implantation due to unknown reasons.